Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump "stops randomly". They stated that it did not alarm. It's unclear if the pump stopped and started as expected, or if the pump unexpectedly shut down. Mmdg did attempt to follow up with the initial reporter and obtain additional information, however, they did not provide any other information. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for investigation, the device operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "stops randomly". They stated that it did not alarm. It's unclear if the pump stopped and started as expected, or if the pump unexpectedly shut down. Mmdg did attempt to follow up with the initial reporter and obtain additional information, however, they did not provide any other information. (B)(4).